Event description:
It was reported the patient's back started hurting about 1 week ago. She changed the battery in her patient programmer and when she checked it, only the battery light for the battery being good showed up. She had her old rechargeable system removed as it was a hastle to charge for 5 hours and the position that it was placed in her body, in her rear, was unbearable. Additional information received reported the patient stated something about having to have one of her devices removed but no other information was given. It was reported the implantable neurostimulator (ins) would be replaced the next week. The previous ins had been explanted.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product typ lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product typ lead product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product typ recharger product ID (B)(4) lot# serial# (B)(4). Product typ programmer, patient. (B)(4).